Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading sequence, cartridge septum was observed to be damaged on 2 cartridges. Customer changed the cartridge to resolve the issue. Customer¿s blood glucose was 111 mg/dl.